Event description:
The customer reported that while being tested with a simulator, the unit failed to acquire and display the ECG waveform via pads.

Manufacturer narrative:
The customer reported that while being tested with a simulator, the unit failed to acquire and display ECG waveform via pads. The unit was evaluated at philips, and the failure was confirmed. Replacing the therapy pca resolved the issue.